Manufacturer narrative:
Unit received intermittent button response due to corroded keypad traces. Unit received with minor scratched display window, broken battery tube threads, broken reservoir tube lip, cracked case at reservoir tube window corner. (B)(4)

Event description:
The customer reported via phone call that the insulin pump esc button is hard to press and does not work well. Customer does not recall any significant events leading to the error. Customer stated that blood glucose was fine at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.